Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13e22040 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). During hospitalization the patient was treated with unspecified antibiotics IV (intravenous) and ip (intraperitoneally), (doses, frequencies). The patient was hospitalized for ten days before being discharged. On an unreported date, the patient was switched to hemodialysis. The patient was recovering from the event of peritonitis at the time of this report.